Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. After receiving the alarm, the customer would override the occlusion alarm and deliver the remaining insulin. No further occlusion would occur after that delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.